Event description:
It was reported that the lead exhibited oversensing; clavicular crush damage was suspected. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.